Manufacturer narrative:
The device has not been received for eval. Should the device become available for eval, a supplemental report will be submitted. Additionally, should info become available regarding a need for medical intervention of pt outcome, the info will be submitted via supplemental reporting.

Event description:
A report was received from buenos aires stating during pt use, "during the use, the practitioner detects that the device was not working properly. The vitrectomy cutter did not cut". The report does not indicate if the pt required medical intervention. Additional info was requested but has not been received.